Event description:
It was reported that during a procedure communication between the patient connector of the mobile programmer and the implantable pulse generator (ipg) was intermittent. It was noted that the numerical values were not displayed when measuring the intracardiac waves and impedance . It was noted that the telemetry light on the patient connector was yellow or red throughout and it was only after repeated attempts to measure and display the data that it was successful. It was further reported that the battery of the patient connector was draining faster than expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient connector was received for evaluation and the analysis found the connectivity issue was plausible however analysis could not confirm the battery issue. It was found that there was pcba component failure. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.